Event description:
It was reported that the device's ac connector is damaged. It is unknown if the device was being used on a patient at the time of the issue.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which it was determined that the ac power module needed replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module. The customer was given part number and pricing for a replacement ac power module. The device remains at the customer site and no further evaluation is warranted at this time.